Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning occurred for increased sic count and 2 or more high rate -ns episodes <(><<)>220 ms on (B)(6) 2016. Since last session sensing integrity counts went up to 133 (within 34 days) along with evidence of oversensing.

Event description:
It was further reported that the patient presented to the emergency room following a second lead alert. The rv lead exhibited noise and multiple episodes of sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with elevated short v-v intervals and high rate non-sustained episodes. X-ray showed the lead may have migrated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.